Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose value of 460 mg/dl. Customer's other blood glucose value was unknown. Customer did not provide symptom and treatment of high blood glucose. Customer did receive a calibration not accepted alert. Customer did receive a change sensor alert. The device will not be returned for analysis.